Event description:
Reporter alleged blood glucose readings were low however felt like were high. It was reported meter read in the 90s mg/dl and a friend's meter measuered in the 300s mg/dl. Reporter stated on a different day, meter read 366 mg/dl and took 2 diabetes pills and thirty minutes later meter read in the 400s mg/dl so took another 2 pills. Reporter indicated becoming incoherent and was taken to the emergency room (ER) where a lab measured 65 mg/dl within an hour. Reporter stated being treated with orange juice until glucose measured 105 mg/dl. A request was made for the return of the suspect device and replacement product was sent.